Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, noisy signals and oversensing. Technical services (ts) was consulted and reviewed the stored episodes, with further examination recommended. The ra lead becoming dislodged was suspected as the cause. X-ray imaging was performed but no conclusion was provided. The pain complained of pain at the associate generator site. This ra lead remains in service. No adverse patient effects were reported. Additional information from the field indicates the x-ray imaging was inconclusive, with the patient to continue to be monitored. This ra lead remains in service. No adverse patient effects were reported. Additional information from the field indicates this ra lead was determined to have become dislodged and it was repositioned. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates this ra lead explanted after it has become dislodged. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, noisy signals and oversensing. Technical services (ts) was consulted and reviewed the stored episodes, with further examination recommended. The ra lead becoming dislodged was suspected as the cause. X-ray imaging was performed but no conclusion was provided. The pain complained of pain at the associate generator site. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, noisy signals and oversensing. Technical services (ts) was consulted and reviewed the stored episodes, with further examination recommended. The ra lead becoming dislodged was suspected as the cause. X-ray imaging was performed but no conclusion was provided. The pain complained of pain at the associate generator site. This ra lead remains in service. No adverse patient effects were reported. Additional information from the filed indicates the x-ray imaging was inconclusive, with the patient to continue to be monitored. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc), undersensing, noisy signals and oversensing. Technical services (ts) was consulted and reviewed the stored episodes, with further examination recommended. The ra lead becoming dislodged was suspected as the cause. X-ray imaging was performed but no conclusion was provided. The pain complained of pain at the associate generator site. This ra lead remains in service. No adverse patient effects were reported. Additional information from the field indicates the x-ray imaging was inconclusive, with the patient to continue to be monitored. This ra lead remains in service. No adverse patient effects were reported. Additional information from the field indicates this ra lead was determined to had become dislodged and it was repositioned. This device remains in service. No additional adverse patient effects were reported.